Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of four years, two months due to and severe mitral stenosis and mild to moderate mitral regurgitation. The patient presented with acute on chronic diastolic and systolic heart failure. The tmvr was performed with a 26mm 9750tfx valve.

Manufacturer narrative:
Additional manufacturer narrative: (health effect - clinical code and type of investigation). Corrective data: corrected section: h6 (investigation findings and investigation conclusions).

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation, in this case, were likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve has been placed under evaluation for a valve-in-valve after an implant duration of four years, two months due to and severe mitral stenosis and mild to moderate mitral regurgitation.